Event description:
Biozorb was implanted during lumpectomy for breast cancer tissue removal. Pain has become very significant with time. Outline is easily viewed through my shirt, very itchy, swollen, red and feverish most times. Nothing relieves internal itch i.e. Benadryl etc. Normal bra cannot be worn. Cannot lie on left side. Limited use of left arm. Body pains and fatigue only worse as time goes by. Surgeon mentioned february 2024 FDA article and said I should follow up with symptoms to FDA. Surgery is scheduled for the (B)(6). A breast reduction has to be done to make breast comparable in size. I'm very worried about the effects this has had on me and long-term issues that may arise. Biozorb must be removed. Dr (B)(6).